Event description:
During a lap tubal ligation while attempting to remove a "hulka" clip through the 578sd, the doctor experienced strong resistance. Doctor then increased the force he was applying to get the clip through the cannula. After removing the trocar from the pt, doctor noticed that the distal opening of the cannula was damaged and a small piece of the plastic was missing. Doctor estimated the size of the missing piece to be 1mm by 1mm. The piece could not be located at the time of surgery. No other intervention was required or performed. No pt consequence.